Event description:
Additional information received from the hcp for a clinical study reported the lead was revised on (B)(6) 2016. Any additional information will be sent in manufacturing report #3004209178-2016-08831.

Manufacturer narrative:
(B)(4).

Event description:
Information received from the healthcare provider (hcp) for a clinical study, via a manufacturing representative (rep), reported all impedances associated with contact 3 were showing >4000 ohms even when parameters were increased. The patient was getting great results from the therapy thus far. Reprogramming was set so that electrode 3 was not utilized. It was noted the implantable neurostimulator (ins) was being replaced due to normal battery depletion. Electrode 3 was noted as out of range (oor) across all bipolar combinations during pre-operative and intraoperative interrogations. The rep was going to discuss with the hcp if they were considering replacing the lead. Indication for use included urinary dysfunction. The event was ongoing.